Manufacturer narrative:
Additional information was received by smiths medical that the event occurred as part of customer's routine testing and there was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the top rear label was missing and that the pump had a sign of fluid ingression. Functional testing involved simulated use and internal inspection. Simulated use was able to download the event log and showed one occurrence of the reported issue. Internal inspection showed that the front housing post was broken, but the motor did not appear locked. The motor current was measured within specification, but appeared to be noisy during testing. The motor was replaced as a preventive measure. Based on the investigation, although the log showed one instance of the reported issue, the complaint allegation was not found or duplicated during the investigation and could not be confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited a motor lock alarm. No adverse effects were reported.